Event description:
This spontaneous case describes the occurrence of pelvic infection ('severe pelvic infection'), device dislocation ('pain resulting in displacement') and genital injury ('displacement ultimately having tubal ligation with fallopian tube damage/removal') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic infection (seriousness criterion medically significant), lasting 60 days. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital injury (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (fallopian tube removal). Essure was removed. In (B)(6) 2016, the pelvic infection had resolved. At the time of the report, the device dislocation outcome was unknown and the genital injury and pelvic pain had resolved. The reporter considered device dislocation, genital injury, pelvic infection and pelvic pain to be related to essure. The reporter commented: severe pelvic infection, pain resulting in displacement and ultimately having tubal ligation with fallopian tube damage/removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. After internal review, new events added: device dislocation and genital injury. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic infection ('severe pelvic infection'), device dislocation ('pain resulting in displacement') and genital injury ('displacement ultimately having tubal ligation with fallopian tube damage/removal') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic infection (seriousness criterion medically significant), lasting 60 days. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital injury (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (fallopian tube removal). Essure was removed. In (B)(6) 2016, the pelvic infection had resolved. At the time of the report, the device dislocation outcome was unknown and the genital injury and pelvic pain had resolved. The reporter considered device dislocation, genital injury, pelvic infection and pelvic pain to be related to essure. The reporter commented: severe pelvic infection, pain resulting in displacement and ultimately having tubal ligation with fallopian tube damage/removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.